Event description:
It was reported that high pacing lead impedance was observed. Loss of capture was also noted. The pace/sense portion of the lead was replaced. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.